Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection with the naked eye identified the amia patient connector was attached to the female connector of the transfer set possibly causing difficulty to disconnect; however, due to photos only and not receiving the actual sample, the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set was unable to be disconnected from the transfer set. This occurred after peritoneal dialysis therapy. The patient had to cut the patient line to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.